Event description:
It was reported that the user experienced a low blood glucose event to approximately 35 mg/dl after announcing a routine dinner, with the user noting typical dinner announcements averaging about 15 units and suspecting that earlier ¿less than usual¿ dinner entries may have led to aggressive meal dosing on the pump. Symptoms included hypoglycemia without reported neuroglycopenic or adrenergic complaints. Outcomes included self-treatment with oral glucose and return to target range within about 40 minutes, with no emergency care or hospitalization. Investigation included review of user-reported history and troubleshooting education regarding meal announcements and consideration of device reset in coordination with the healthcare provider. Investigation of this case revealed user-reported inconsistent meal size announcements that could contribute to excessive insulin delivery at dinner. It was concluded that the event was consistent with hypoglycemia likely related to meal announcement practices rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.